Event description:
This product fires a clip to seal off blood vessels, when the surgeon fired this during surgery there was no clip and the clip applier severed through an artery.

Manufacturer narrative:
One m/l-10 clip applier with a ref 1122 clip cartridge inside were returned, decontaminated and investigated. The clip cartridge and outer tube were removed prior to decontamination. There were no clips remaining in the returned clip cartridge indicating that the eight silver and two blue indicator clips were fired. Initial observation of the returned clip applier found that the jaws were bent outwards and out of specification, which is consistent with mishandling. Also, this type of jaw damage may prevent the jaws from properly retaining a clip while the jaws are closing. The trigger operated freely. Although damage was found, the root cause could not be determined.